Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: please provide more details, any piece or pieces were separated from the device? The tip of trocar sheath was broken. If yes, did a piece or pieces fall into the patient? Yes. If yes, were they retrieved? Yes. If yes, are they being returned with the device? If not, were they disposed of? Yes, the broken piece was returned with the device. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the tip of b12lt trocar's sheath was broken. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was received with the tip of the sleeve broken and outside it's original packaging. In addition, two piece of plastic from the sleeve was returned. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage.